Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating pentax model eg-2990i/serial (B)(4) "failed atp test 3x @ biopsy-customer claims difficult/unable to clean". No further information was provided at the time of the report. The video gastroscope involved in the event was returned to pentax for evaluation. Pentax medical contacted the initial reporter via email to retrieve additional information regarding the event, and reprocessing techniques followed at the facility. No response has been received from the initial reporter. The pentax medical service inspection findings included the following: bending rubber pinhole, failed dry leak test, failed wet leak test, air/water nozzle glue missing, up/down angulation knob play, right/left angulation knob play, bending rubber leak at middle section. Pentax is currently investigating possible root cause(s) for this event.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Repairs were performed which included replacement of the following components: -bending rubber. -o-rings and seals. The gastroscope was shipped back to the customer on 08/05/2016. Upon review of the documentation by the pentax quality team, pentax requested the gastroscope to be returned for further repairs since minor scratches observed inside the operation channel could affect reprocessing. The gastroscope was returned to pentax on 08/30/2016. The pentax medical service inspection findings included the following: -severe scratch inside the primary operation channel -passed dry/wet leak tests. -lightguide prong cover glass set loose. -insertion tube alignment off. -pve connector housing scratched. -insertion tube attaching nut loose. -control body grip scratched. -cut on insertion tube at stage 1. Repairs were performed which included replacement of the following components: -distal end assy with tubes. -adjusting collar. -bending rubber. -distal attaching plate. -segment assy attaching screw. -angle wire. -right/left and up/down pulley assy. -remote control button (1). -insertion flex tube. The gastroscope was shipped back to the customer on 09/26/2016. Responses were received from the facility confirming the gastroscope was quarantined after the facility confirmed that it did not pass the atp test. In addition, the facility stated since implementation of the atp test at the facility in 2015, this was not the first time an endoscope had not passed the atp test (refer to MDR 9610877-2016-00059 for previous event from this facility). The cause of the failed atp test is unknown. A device history review was performed on 10/25/2016 confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information regarding this event has been received, pentax medical considers this medwatch report closed.